Event description:
It was reported by the patient that she was implanted with a monarc sling system to treat urinary incontinence in 2008. The patient relates she experienced recurrent stress incontinence and pain with intercourse and desired to have the mesh removed.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.